Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of loose power cable connections on the mpu patient cable was confirmed via the submitted picture. A review of the downloaded log file spanned approximately 4 days (B)(6) 2021 per time stamp). There were only routine alarms active in the log file. The driveline was disconnected on (B)(6) 2021 at 11:23 for a controller exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. The mpu, serial mp(B)(6), was not returned for analysis. The submitted picture showed the unit had the patient cable rubber encasing coming loose (figure 1). Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported damage was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 15dec17. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of loose power cable connections on the mpu patient cable was confirmed. During the evaluation of the returned (B)(6), the reported event was verified. The patient cable rubber encasing was coming loose and was replaced. The customer requested to scrap the unit. The unit and cable were forwarded to pppe for further analysis. Further analysis of the mpu and patient cable revealed that the unit powered up as intended and was connected to a test controller and mock loop. It was able to support pump function. The loose rubber encasing did not affect the functionality of the patient cable. A root cause for the reported damage was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and the heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 15dec2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that upon inspection of patient's mobile power unit (mpu), it was noted that the black and white power cable connections were loose.